Event description:
Customer reported the system intermittently trips circuit breaker. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor and isd2 board. System operates as intended.